Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The manufacturing site name is currently not available. The serial number was unknown; therefore, the device manufacture date is unknown, and the UDI is incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an open reduction internal fixation surgery for the foot joint fracture, it was discovered that the surgeon pressed the speed adjustment trigger of the small battery drive device in forward rotation, after that released the trigger. However, the trigger did not return to its original state immediately, but it slowly returned to its original state. According to the reporter, the surgeon pointed out that this malfunction was dangerous because the drill did not stop immediately, and the drill proceeded more than expected. It was reported that there were no delays to the surgical procedure as a spare device was used to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.